Event description:
In 05, dr. Performed a cryoablation procedure of the breast on a pt. The procedure was completed and the pt sat up. When asked if pt was okay, pt replied, "yes." The pt then got dressed and proceeded to the reception area. Pt felt dizzy. Someone helped pt sit down. Pt then lost consciousness. The ambulance was called and pt was taken to the emergency room. Pt was determined to be a bit hypoglycemic. Pt was released a few hours later. The physician confirmed that the pt had taken no medication prior to the procedure. The physician confirmed that the pt had seen her in 7/05 and was reported as fine. Pt had no further sequelae.